Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2004 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-sep-2006, UDI#: (B)(4). H3. Pump segment of catheter was returned (B)(6) 2025. Analysis of the catheter was completed (B)(6) 2025 and during various standard tests including but not limited to visual inspection, patency testing, and pressure testing, analysis identified damage to the sutureless connector which is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources including a patient, healthcare professional (hcp) and a manufacturer's representative (rep) regarding the patient who receives compounded baclofen at a dosage of 1145mcg/day and a concentration of 2250mcg/ml via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was noted that the patient takes additional oral medication including clonidine (10mg), clobazam (10mg), zonisamide (100mg), and lamotrigine ER (200mg). The patient's medical history also includes diagnoses for cerebral palsy, epilepsy, scoliosis, seizures, eczema, and an implanted vagus nerve stimulator (vns). It was reported that the patient felt like their pump was moving or flipping in the pocket. They also reported that they are 'having audible hallucinations' and believe they heard the catheter 'pop off' several days ago (B)(6) 2025. The patient also reported a slight increase in spasticity, but no other withdrawal or overdose symptoms were noted. Their last refill was (B)(6) 2025 and there was no volume discrepancy noted or evidence of a pocket fill. It was noted there were no falls or injuries. The patient is thin and the 40ml pump in his left abdomen is easily visualized and palpated, but there has been no weight loss or gain since their (B)(6) 2025 routine pump replacement. On (B)(6) 2025, a catheter dye study was attempted. The hcp could not aspirate the catheter. The hcp manipulated the pump in the pocket but could not flip it, and determined the pump was still anchored. The patient was scheduled for a catheter revision for (B)(6) 2025. The pump logs were read (B)(6) 2025 and there were no alarm events seen. On (B)(6) 2025, the rep provided an update as the catheter revision took place that day. Before the procedure began, the hcp tried to access the pump through the catheter access port (cap) and could not access it. The pump pocket was then opened up as the hcp believed the pump had flipped in the pocket, and it was confirmed that the pump flipped, the pump segment of the catheter was kinked, and a portion of the spinal segment was coiled. The hcp uncoiled the catheter and then tried to aspirate and had no flow. The hcp then disconnected the catheter's pump and spinal segment pieces, and after doing so there was cerebral spinal fluid seen dripping from the original spinal segment. It was noted when disconnecting the old catheter pump segment from the pump, the seal at the connector site remained stuck to the pump, and this seal was removed and discarded. A new catheter pump segment was attached to the existing catheter spinal segment and the pump. Once connected, they accessed the cap and had good flow, and the pump was anchored securely in the pocket. The patient's daily dose was increased 10%, and a priming bolus was programmed and completed. The patient was monitored and was stable upon discharge. The old catheter pump segment was returned for analysis.